Event description:
The customer reported that the insulin pump had a frozen display and unresponsive buttons. The blood glucose reading was 110mg/dl. Advised the caller to remove the battery and to insert a new battery, but the device still was frozen with time clock not advancing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.